Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the adjustment procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
Unable to adjust, when starting the refill, the tube ruptured or broke just below the valve, therefore the balloon was extracted, and new balloon inserted (filled up to 700ml of methylene blue fluid).